Event description:
A customer reported that the cassette became occluded during a cataract eye surgery procedure. The cassette was replaced. The procedure was completed without consequences to the pt. A product sample was requested for eval.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).